Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing due to noise on the v sense amp noted via merlin.net transmission. No other anomalies were noted. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information received indicates that the patient was stable post-procedure.